Manufacturer narrative:
Results: power cord was missing ground prong and power connector was damaged.

Event description:
It was reported by service report that the power cord was missing the ground prong and the power connector was damaged.